Manufacturer narrative:
Tracking no: (B)(4). Sample received february 7, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic ventral hernia repair. According to the reporter: the surgeon inserted the mesh through the trocar and then noticed that the barrier was not intact. The surgeon removed the mesh and called for a new mesh. No patient injury. The difficulty did not result in any tissue damage or patient injury (i.e. Unanticipated tissue loss, unintended colostomy, formal laparotomy, re-operation, etc.).